Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the mobile transmitter was unable to power on and unable to charge due to the charger becoming burned out. This resulted in damage to the transmitter charging port. No intervention was reported, and the mobile transmitter was replaced. There were no patient consequences reported.